Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 20 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, during preparation, the stent came off the balloon when the protector sheath was removed. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.